Manufacturer narrative:
Additional information : one sample was received for evaluation. A visual inspection with the naked eye noted an incomplete heat seal bead to the patient connector. The reported condition was verified. The cause of the condition was related to manufacturing due to tubing and luer misalignment during the welding process. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Event date - the event occurred on an unspecified date in (B)(6) 2019. The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient extension set leaked. It was further reported that the extension set tubing was damaged; the white connector (with the blue cap attached) was misaligned and glued to the outside of the tubing rather than the inside. This was observed during prime when fluid poured out of the tubing. There was no report of patient injury or medical intervention associated with this event. No additional information is available.